Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric right external iliac artery (eia) lesion that was mildly tortuous, heavily calcified and 90% stenosed. An armada 35 5.0 x 20mm / 80 cm balloon dilatation catheter was advanced to the target lesion and crossed without resistance. During the first inflation, the balloon ruptured at 10 atmospheres, which was confirmed by angiography. When the catheter was removed from the anatomy, a long tear extending between two balloon markers was noted. The device was replaced with another armada which was dilated without any issue. The procedure was successfully completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.